Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor went to deploy the anchor on the angio-seal device involved, when the doctor pulled back the entire device pulled out with the anchor stuck in the tip of the device. It was confirmed that the anchor was not detached. The patient was in stable condition. The outcome of the procedure was successful. Manual pressure was held for 15 minutes. There was no patient injury or surgical intervention required. Additional information was received on (B)(6) 2022: the procedure performed was a femoral angiogram. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There was no stenosis, plaque, or calcium present around the insertion site. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the locator, hemostasis sheath, carrier tube, and an unopened package. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The distal tip was found to have been cut open exposing the anchor within the tip. No signs of damage or deformation to the device were identified. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).